Event description:
The lens was removed and replaced with a monofocal lens at the pt's request. The pt stated the iol glared too much.

Manufacturer narrative:
Lens was discarded by the account. Prod history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.